Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to loss of capture and out of range impedance. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5 describe event or problem. H6 impact codes and device codes.